Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of fracture problem. The most probable cause is component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the visera cysto-nephro videoscope had metal part sticking out from the breakage on the bending rubber, due to damage on the bending tube. There were no reports of patient involvement.